Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the ventricular assist device (vad) was not returned for evaluation. Review of the controller log files revealed power consumption to be within the normal operating range within the analyzed period through (B)(6) 2021. No alarms were recorded within the analyzed period. As a result, the reported low flow alarm event could not be confirmed. Information provided by the site indicated that the patient experienced a cerebrovascular accident (cva). The patient had felt left-sided weakness which led to a fall. The patient was taken to the emergency room (ER) presenting with traumatic brain injury. Computerized tomography (CT) perfusion demonstrated small area of decreased perfusion surrounding known left posterior parietal/temporal infarct bed that likely represents new infarct. The patient was compliant with anticoagulation and had aphasia, severe left-sided weakness, and facial droop. Anticoagulation therapy was given to the patient. It was further reported the patient¿s oxygen saturation dropped to 84% requiring increased oxygen. The patient developed a fever and was transferred back to the intensive care unit (ICU). Antibiotics were started for aspiration pneumonia and sepsis. A chest computerized tomography (CT) scan revealed atelectasis and consolidation in the left lower lobe with opacities consistent with pneumonia and a trace of pleural effusion. A head CT scan revealed an area of low density of the right basal ganglia and periventricular white matter which was compatible with an evolving acute infarction. The patient was intubated due to lower responsiveness, declined cognition, and worsening breathing. The patient coded for pulseless electrical activity (pea) arrest and cardiopulmonary resuscitation (CPR) was performed. The patient subsequently expired. Based on the available information, there is no evidence to indicate that a device malfunction or performance issue caused or contributed to the reported event. Per the instructions for use, neurological dysfunction, respiratory dysfunction, infection and death are known potential complications associated with the implantation of a vad. Based on review of past adverse events for this patient, it was noted that the patient had a history of neurologic dysfunction. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported the patient¿s oxygen saturation dropped to 84% requiring increased oxygen. The patient also developed a fever of 101.9 degrees fahrenheit and was transferred back to the intensive care unit (ICU). Antibiotics were started for aspiration pneumonia and sepsis. A chest computerized tomography (CT) scan revealed atelectasis and consolidation in the left lower lobe with opacities consistent with pneumonia and a trace of pleural effusion. A head CT scan revealed an area of low density of the right basal ganglia and periventricular white matter which was compatible with an evolving acute infarction. The patient was intubated due to lower responsiveness, declined cognition, and worsening breathing. The patient coded for pulseless electrical activity (pea) arrest accompanied by a low flow alarm from the vad. Cardiopulmonary resuscitation (CPR) was performed for about five minutes. Soon after the patient was made do not resuscitate (dnr). The vad was turned off and the patient expired.

Manufacturer narrative:
Basal ganglia a supplemental report is being submitted for additional information and correction. Device evaluated by manufacturer? Corrected from blank to no: device evaluation anticipated, but not yet begun. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a cerebrovascular accident (cva). The patient had felt left-sided weakness which led to a fall. The patient was taken to the emergency room (ER) presenting with traumatic brain injury. International normalized ratio (inr) was therapeutic. Computerized tomography (CT) perfusion demonstrated small area of decreased perfusion surrounding known left posterior parietal/temporal infarct bed that likely represents new infarct. Echocardiogram was normal and repeat CT later was also stable. Acute on chronic acute left posterior parietal/temporal ischemic infarct is suspected. It was further noted that the patient was compliant with anticoagulation. The patient has aphasia, severe left-sided weakness, and facial droop. The patient may have also aspirated, but was not intubated. Speech language pathology was involved and the patient will reportedly need a percutaneous endoscopic gastrostomy tube in the future. Anticoagulation therapy was given to the patient. The ventricular assist device (vad) remains in use. No further patient complications have been reported as a result of this event.